Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and mfg procedure for catalog # 780-07 were reviewed and no findings that can potentially relate to the reported issue were found. The device history record (DHR) for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specs. No non conformance reports were originated for the reported lot number that can be associated to the complaint reported. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect. This customer complaint can not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported.

Event description:
The complaint was reported as: the customer alleges that the circuit melted while in use. The customer reports that there was no negative outcome or injury to the pt as a result of this event.